Event description:
It was reported that this inflatable penile prosthesis (ipp) was not able to be pumped up. It was noted that there was air in the system and that the pump stays flat. The ipp was explanted and replaced. There were no patient complications reported.